Event description:
Health care facility reported that a patient had a PICC line placed on (B) (6). It was reported that several dressings had been used on this patient and the dressing was in place >24 hours before symptoms arose. The facility reported that the site had white material and the PICC line was removed. The site was cleansed with sterile saline. The facility reported that the site has resolved itself.

Manufacturer narrative:
Device not provided to manufacturer for evaluation. Lot code was unavailable. Complaint type will be monitored.